Manufacturer narrative:
The operator was ready to implant the palmaz blue 7x24/142p pk stent and found that the front end of the stent was separated from the loaded balloon, so it could not be used. There were no reported patient injuries. The device was stored, handled and prepped per the instructions for use (IFU). The device was stored in the cath lab for four months. There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after inserting the product into the patient. There was nothing unusual about the system prior to use. There was no unusual force used at any time. The stent was not implanted, and the procedure was completed. The product was returned for analysis. A non-sterile unit of palmaz blue 7x24/142p pk catheter was received for analysis coiled inside a plastic bag. No original packaging was returned. Per visual analysis, the stent was properly mounted on the aviator balloon. The balloon does not show any indication of being inflated. Stent is correctly fixed in the balloon. A product history record (phr) review of lot 17751857 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent offset/out of position - during prep¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the reported event. The product was noted to be as intended for use and no anomalies were found during visual analysis. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the operator was ready to implant the palmaz blue 7x24/142p pk stent and found that the front end of the stent was separated from the loaded balloon, so it could not be used. There were no reported patient injuries. The device will be returned for analysis. The device was stored, handled and prepped per the instructions for use (IFU). The device was stored in the cath lab for four months. There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after inserting the product into the patient. There was nothing unusual about the system prior to use. There was no unusual force used at any time. The stent was not implanted, and the procedure was completed.